Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization, the angiography technologist inadvertently bent a penumbra smart coil (smart coil) on the back table prior to insertion into the microcatheter. The smart coil pusher assembly became bent prior to use and therefore, the smart coil was not used in the procedure. The procedure was completed using another smart coil.